Event description:
It was reported via a facility medwatch manufacturer's report # 0300240000-2010-8007 that a patient who had been implanted with a device for intrathecal delivery of baclofen, experienced increased spasticity in legs and pain down bilateral legs. There was a pump motor stall. The device was explanted in (B)(6) 2010. The dosage and concentration were unknown. Additional information has been requested; a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of a leak, and the root cause could not be determined. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Trend review determined that baxter has received similar reports. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported to baxter (B)(4) that a basal bolus infusor was leaking after filling. The device had been filled bupivacaine hydrochloride when leakage from the reservoir was observed. There was no report of patient injury or medical intervention. No additional information is available at this time.